Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, delivery accuracy issue was noted. Reported that the nurse observed a 20 percent overfill and the patient not receiving the full intended doses. No reported adverse effects.